Event description:
Report received of a tubing "rupture" during high-powered contrast injection. It was reported that a pt was having an unspecified CT scan. The power injector was set to deliver 100cc contrast at 150psi with a rate of 2.5cc/second. The power injector tubing was connectedd to the extension set, and at some point during the injection, the extension set was changed and the injection was resumed with no further problems. There was no reported adverse pt effects. Additional info was requested, but no further info was provided.